Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that both of the al326 instruments' clips would not feed into the jaw properly (did not fall into the patient). Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.